Event description:
Customer reported the motor on the insulin pump sounds weak. Customer stated he thought the device was going to stop working within weeks. Customer stated he noticed the motor was having a hard time when he was changing the infusion set. Device was replaced. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.